Manufacturer narrative:
Additional information: b5, d9, h3.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the patient line pin area during their pd treatment. The patient reported the leak occurred during fill 1 of 4 of treatment. The cause of the leak was a damaged pin. Fluid was not discovered in the pump module area or on the external of the cassette. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported fluid leak event occurred on the patient line of the cassette tubing but no reports of the fluid leaking from the cycler door or solution bag. The pdrn confirmed the cycler alarmed with a heater bag not detected message prior to the leak. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. Upon further follow up, the patient stated the cycler set is available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the patient line pin area during their pd treatment. The patient reported the leak occurred during fill 1 of 4 of treatment. The cause of the leak was a damaged pin. Fluid was not discovered in the pump module area or on the external of the cassette. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported fluid leak event occurred on the patient line of the cassette tubing but no reports of the fluid leaking from the cycler door or solution bag. The pdrn confirmed the cycler alarmed with a heater bag not detected message prior to the leak. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn could not confirm if the cycler set was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the patient line pin area during their pd treatment. The patient reported the leak occurred during fill 1 of 4 of treatment. The cause of the leak was a damaged pin. Fluid was not discovered in the pump module area or on the external of the cassette. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported fluid leak event occurred on the patient line of the cassette tubing but no reports of the fluid leaking from the cycler door or solution bag. The pdrn confirmed the cycler alarmed with a heater bag not detected message prior to the leak. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn could not confirm if the cycler set was available to be returned to the manufacturer for physical evaluation.